Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead has possible infection. Reportedly, yellow pus was oozing from the wound site. The patient was advised to follow up with the physician. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.